Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, the reported event of a broken sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation- redness, swelling or pain- at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined.